Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "on the (B)(6) 2015 between 08 and 10 o' clock a mp70 did not raise the alarm for spo2 far under minimum." The device was in use during monitoring a patient and no patient harm was reported.

Manufacturer narrative:
This is a duplicate of MDR # 9610816-2015-00150.

Event description:
The customer reported that "on the (B)(6) 2015 between 08 and 10 o' clock a mp70 did not raise the alarm for spo2 far under minimum." The device was in use during monitoring a patient and no patient harm was reported.